Manufacturer narrative:
Reference: FDA medwatch report# mw5079502. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable pulse generator (ipg) was implanted without incident, and subsequent follow up revealed no product performance issue. Approximately, three months after the ipg was implanted, an alert triggered that indicated the device reached recommended replacement time (rrt). The facility and/or healthcare professional was informed that the ipg should be explanted. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event is a duplicate incident report. The incident was also reported in regulatory report# 9614453-2018-03174. All subsequent incident information will be captured in the above regulatory report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that this event is a duplicate incident report.